Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lbj111, lee914, lgb360. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a tympanoplasty procedure on (B)(6) 2017 and topical skin adhesive was used. When the surgeon tried to use the topical skin adhesive, the broken glass ampoule protruded from the applicator. There were no adverse consequences to the patient. No further information available.

Manufacturer narrative:
(B)(4). The actual sample was received for analysis. The applicator shows a crushed ampoule and dry formulation inside the butyrate tube. Sign of force is observed since the butyrate tube looks deformed like when squeezed to dispense the adhesive. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip and in the area of the shard. All the components of the applicator are present and appropriately assembled. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The information for use states do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.